Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and passed functional testing with no anomalies found. (B)(4)

Event description:
It was reported that there was oversensing on the external pulse generator (epg). This occurred on a patient after cardiac surgery and cardiac arrest occurred. A patient cable was exchanged but oversensing did not improve. Then the epg was exchanged for a new one and then there was no issue. The epg was returned to the manufacturer for servicing. The patient received an implantable pulse generator (ipg) the next day. No further patient complications were reported as a result of this event.